Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and reviewed the logs. Fse obtained another 30-degree endoscope from the staff and placed it on the universal surgical manipulator (usm) while the system was powered on. The system was test drove with the endoscope on, in all angles and the issue was not replicated. Fse reviewed the logs again to see if an error occurred during the test drive, but no errors were found. Fse noticed excessive build up on the usm 2 carriage sensor which was then removed. The endoscope involved in this event was not available for troubleshooting since it was reprocessed and packed up. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the logs for the endoscope (part# 470057-08 / sn: (B)(4) associated with this event was performed. The endoscope was last used on 11-feb-2022 on system serial# (B)(4) with 1947 uses remaining. Based on this review, the endoscope was used in subsequent procedures after the alleged event. There was no image or video clip submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair surgical procedure, the 30-degree endoscope video tried to rotate on its own. Clinical sales associate (csa) was unsure if the endoscope physically rotated but the video ¿looked like it tried to.¿ a ¿re-install instruments¿ error message was also observed. The issue has been reportedly ongoing on the universal surgical manipulator (usm) 2. Technical support engineer (tse) viewed system event logs and found error 22020 indicating an endoscope engagement issue on usm2 with endoscope serial number: (B)(4), as well as error 31226 which points to an aurora link errors on usm2. Tse informed csa that the "re-install instruments" error may have been caused by the 22020 error. The procedure was completed as planned with no patient harm. Per subsequent follow-up with the robotics coordinator on 04-feb-2022, the endoscope was inspected prior to use and no damage was noted. The suspected endoscope was not able to be inspected immediately following the case as suggested by tse as it was reprocessed and packed. There was no patient harm due to this event.